Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos received for evaluation. First photo shows the balloon catheter was in deflated condition and unknown inflation device was connected to the inflation luer of the catheter. And the second photo showed the product label details which is matched with trackwise details. No other anomalies were noted in the received photos. One radiographic image received and reviewed. There are two photos. The initial photo is a subtracted image of the femoral vein. There appears to be a stenosis. The second image shows a stented femoral vein with a wire traversing it and markers that are presumed to be from a balloon. One marker appears to be adjacent to the stent strut. Based on the submitted photos no objective evidence of balloon entrapment could be observed. However in submitted radiographic image as the one of the marker band was noted adjacent to the stent strut, which indicates the balloon material entrapped within in the wall of the stent. Therefore the investigation for the reported balloon entrapment was confirmed. A definitive root cause for the reported balloon entrapment issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 03/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via common iliac vein, the pta balloon was allegedly got stuck with the stent. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly got stuck with the stent. It was further reported that the pta balloon allegedly had removal issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo and image were reviewed for review. The investigation of the reported event is currently underway. H10: d4: (expiration date: 03/2025) . H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.